Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The events of capsular contracture is a physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for this event. Reason for reoperation due to "pain/asymmetry." Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. This is a known potential adverse event addressed in the product labeling.

Event description:
Healthcare professional reported right side "pain, asymmetry," and "capsular contracture," baker grade unknown. Device has been explanted.

Manufacturer narrative:
The event of pain is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event.

Event description:
Healthcare professional reported "capsular contracture," baker grade ii.